Event description:
It was reported the programmer only powered up to the cursor, otherwise the screen was blank. Troubleshooting attempts were unsuccessful. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device only booted to a gray screen with the stylus cursor. After being on for a half hour device had a system error.